Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a red particulate matter on the tubing; however, it was not known if the foreign material was located outside or inside the tubing. This was observed during filling with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between july 16-17, 2025. H11: the actual device was received for evaluation. A visual inspection noted an orange particle, measured to be 0.04 square mm in size. The pm was embedded in the material of the tubing line and was not in the fluid path. The pm was identified to be polyvinyl chloride (pvc) via ftir test (fourier-transform infrared spectroscopy). Pvc is the actual material of the device tubing line. A fragment of burnt pvc (orange particle) can potentially be embedded in the material of the tubing during the manufacture of the tubing line. Burnt pvc is a byproduct of the tubing material. The reported condition was verified. The cause of the condition was manufacturing related, however, since the pm was not in the fluid path, it is unlikely to cause harm. This issue does not impact the sterile pathway. Pm outside of the fluid path does not impact the product delivered to the patient. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.